Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the circumflex artery. A 2.25x28mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent was dislodged off the delivery system. The dislodged stent was retrieved using a snaring device. The procedure was successfully completed with implantation of more stents. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: a stent was returned for analysis with a snare device. The stent delivery system (sds) was not returned. A visual and microscopic examination of the crimped stent found that the stent had been separated from its sds and damaged. The stent was severely damaged and stretched along its entire length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the circumflex artery. A 2.25x28mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent was dislodged off the delivery system. The dislodged stent was retrieved using a snaring device. The procedure was successfully completed with implantation of more stents. No patient complications were reported and patient's status was fine.